Event description:
Device returned to MFR for analysis with report of "break" and "drug quit working." Follow up with hcp revealed pt had experienced increased spasticity but no severe withdrawal. Xrays revealed a disconnected catheter. Catheter replaced. Pt is doing fine to date.